Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, critical pump error (open book image), damage (physical or cosmetic). The customer reported blood glucose value of 324 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-332a, mmt-213a, mmt-1780kl. Troubleshooting was performed and customer reported a critical pump error/open book image error ,customer reported labels reported as missing,removed, worn, faded, or damaged following usage.customer reported hyperglycemia, customer does not feel ok to troubleshoot further. No further patient complications were reported. The customer will discontinue use of the device.no product return is required for mmt-332a. No product return is required for mmt-213a. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. However, pump failed the sleep current test and active current test. Successfully downloaded history files and traces using thus. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Pump was cut open to perform visual inspection and found severe moisture damage on the [keypad flex connector / pcba 1 q19, u2, j6 / pcba 2 j1 / force sensor / motor]. Unable to measure force sensor zero offset due to moisture on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and label damage(faded/peeling/stained). Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Exposure to moisture was confirmed where moisture damage on the [keypad flex connector / pcba 1 q19, u2, j6 / pcba 2 j1 / force sensor / motor] was noted. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked battery tube threads were noted. Unable to verify customer's allegations for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.